Manufacturer narrative:
MFR ref no: (B)(4). The devic was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced a door not fully latched alarm which corresponds to the reported symptom of does not recognize a closed door. The alarm was caused by a failed upper link switch on the upper auxiliary assembly. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door during setup in the ER. Any pt injury or involvement is unk.